Event description:
Pcu and lvp were on a pt receiving a chemotherapy infusion; the device reportedly was running too quickly and alerted a system error. Customer questioned if there was a logic board malfunction that could result in an incorrect infusion rate. No info was available regarding what the intended infusion rate was or what rate was noted to be infusing. No pt harm resulted from the system error or overinfusion, no medical intervention was required. No pt harm resulted from the system error or overinfusion, no medical intervention was required.

Manufacturer narrative:
(B) (4). (B) (4). Decision for product return is pending log review, which has not yet been completed. A f/u report will be submitted when the investigation is complete. This report was filed by the MFR.